Event description:
It was reported, the patient¿s device was turned off on (B)(6) 2014 because they had surgery on (B)(6) -2014. It was stated, the surgery was not related to their device and it was a throat surgery to have a tumor removed. It was noted that not having the device on was extending the patient¿s hospital stay and everything was sitting in the patient¿s stomach and they would throw it back up. Reportedly, they would not take the feeding tube out until the device is turned back on.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).